Manufacturer narrative:
Additional information: h3 correction: initial submission h3 should have been "not returned to manufacturer" and "no" plant investigation: no parts were returned to the manufacturer for physical evaluation. Complaint investigation did not find objective evidence indicating a product problem, thus the complaint is unconfirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient reported receiving m31 air detected in cassette warning messages during an unknown phase and cycle of treatment and prior to the fluid leak. Treatment was cancelled and a fluid leak was discovered from inside of the cassette module and leaked from inside of the module. The back of the cassette was intact. It is unknown at which point in therapy the leak may have begun. The patient was advised to let the cycler dry and not use the cycler the following treatment. Upon follow-up, the peritoneal dialysis registered nurse (pdrn) confirmed a fluid leak occurred in the cassette area of the cycler. Per pdrn the fluid did come in contact with the cycler and was observed in the pump module area and external of the cassette. It was reported that an alternate treatment option was available. The pdrn stated the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and was able to complete peritoneal dialysis treatment using manuals on the night of the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with a replacement cycler with no further issues. The liberty cycler set used by the patient was available to return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed that the rear panel was pushed inward on the right side (pump side). There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. During simulated treatment attempt, an m30.1 balloon valve leak alarm occurred in setup. Valve actuation test failed. Valve 6 (pat (patient) 1) was not actuating. Replaced valve 6. System air leak passed. Patient sensor calibration check passed. During the internal inspection found the cable 23in, 10p discreet, pin-to-pin into the j4 connector to the communication interface board was not connected. No other discrepancies. A simulated treatment post-accelerated stress test was performed and passed. No fluid leaks in the test cassette during the treatment test. A review of the device history record (DHR) found that the disinfection form marked "fluid present on pump" by return goods. Mushroom head check passed 05/12/20. Mushroom head check passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. There were no malfunctions found during testing that could have caused or contributed to the reported fluid leak event. The cycler performed as designed and an associated cause for the fluid leak event could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient reported receiving m31 air detected in cassette warning messages during an unknown phase and cycle of treatment and prior to the fluid leak. Treatment was cancelled and a fluid leak was discovered from inside of the cassette module and leaked from inside of the module. The back of the cassette was intact. It is unknown at which point in therapy the leak may have begun. The patient was advised to let the cycler dry and not use the cycler the following treatment. Upon follow-up, the peritoneal dialysis registered nurse (pdrn) confirmed a fluid leak occurred in the cassette area of the cycler. Per pdrn the fluid did come in contact with the cycler and was observed in the pump module area and external of the cassette. It was reported that an alternate treatment option was available. The pdrn stated the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and was able to complete peritoneal dialysis treatment using manuals on the night of the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with a replacement cycler with no further issues. The liberty cycler set used by the patient was available to return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient reported receiving m31 air detected in cassette warning messages during an unknown phase and cycle of treatment and prior to the fluid leak. Treatment was cancelled and a fluid leak was discovered from inside of the cassette module and leaked from inside of the module. The back of the cassette was intact. It is unknown at which point in therapy the leak may have begun. The patient was advised to let the cycler dry and not use the cycler the following treatment. Upon follow-up, the peritoneal dialysis registered nurse (pdrn) confirmed a fluid leak occurred in the cassette area of the cycler. Per pdrn the fluid did come in contact with the cycler and was observed in the pump module area and external of the cassette. It was reported that an alternate treatment option was available. The pdrn stated the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and was able to complete peritoneal dialysis treatment using manuals on the night of the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with a replacement cycler with no further issues. The liberty cycler set used by the patient was available to return for physical evaluation by the manufacturer.